Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during an endometriosis procedure, the device probe broke off and fell in the patient. The broken piece was retrieved from the patient body immediately. The procedure was successfully continued and completed with a new similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and to provide additional information from device evaluation and additional information based on the legal manufacturer's final investigation. New information added to the following field: b5 d9, h3, h6. This is also submitted to correct fields: b1, b2, h1, h6 the device was returned for evaluation. The results are as follows: the probe was broken at 14,7mm from the distal end site. The broken tip was not returned. The electrode had coating peeled off and contact mark. The probe tip had contact mark and was broken/cracked. Tissue pad had minor deformation and burnt mark. The device was not returned to the legal manufacturer (aomori olympus). Therefore, an investigation was carried out based on the confirmation result and photos from device evaluation. Investigation findings were: the probe was broken. Upon a review of the picture provided, it was discovered that the breakage of the probe started at the area where the cracks developed. There was a contact mark on the probe indicating that the probe was in contact with the non-insulated area. The rear end of the tissue pad was worn out. There was a contact mark on the non-insulated of the grasping section indicating that the non-insulated area was in contact with the probe. A root cause for reported event could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation photos and the past investigation results, the probe broken possibly occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. Olympus will continue to monitor field performance for this device.

Event description:
Olympus further received information that the intended procedure was therapeutic. The user performed incision and coagulation during the procedure and used settings "1/3". No fault message or alarm observed. The procedure was delayed approximately 5-10 minutes to make the change of scissors. No additional anesthesia given. The device was not inspected before use. No further information provided.